Event description:
New information received notes that the patient experienced a syncopal episode due to pacing inhibition. The lead was capped and replaced on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacing dependent patient presented for follow up with over-sensed noise exhibited by the right ventricular lead. No interventions were reported. The patient was stable.